Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to infection. Humeral cup 36/+6 was replaced by humeral cup 36/+6 . Primary surgery occured on (B)(6) 2018.